Event description:
It was reported that the ceramic liner fracture. A patient who had a ceramic liner fracture following a thr in june 21 has made the specific request of whether any other liners in the batch have had similar problems. Doi: (B)(6) 2021. Affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation was performed for the finished device (B)(4) and lot 9743580, and no non-conformances / manufacturing irregularities were identified. Device history review the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect.